Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient at the assisted living wellness center experienced a medical event following an alert of a low glucose reading of 40 mg/dl from a dexcom g7. However, the reporter mentioned that they didn't get any bg reading at that time; instead, nurses at the facility immediately contacted emergency services (911) for assistance. The patient lost consciousness shortly after the low reading was noted. The reporter was not with the patient during the intervention, but the nurses told him that the paramedics administered an unspecified medication/treatment upon arrival. Then, after an hour or two, the reporter also shared that the patient regained consciousness and the blood glucose level was measured at 146 mg/dl, as per the nurses, but no injuries were reported. The reporter also mentioned that according to the nurses, the cgm reading remained at 40 mg/dl and insisted on removing the wearable and changing it instead. They didn't transfer the patient to a health care facility as the patient became stable. The reporter attributed the loss of consciousness to the inaccuracy. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.